Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1005 alert, indicative of an open circuit condition during shock delivery, with shock impedance measurements exceeding 145 ohms. Additionally, beep tones were noted every six hours until the device was interrogated. Technical services (ts) recommended to evaluate the system integrity and consider device replacement. No adverse patient effects were reported. This ICD remains in service.